Event description:
During an angiography tube replacement procedure, the lifting hoist steel cable detached while raising the tube approximately 10 cm from its packaging, causing the tube to fall back into the box. No injuries or device damage were reported, and there was no patient involvement. The event occurred during non-clinical use (tube replacement). No repair was required at the time.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed.